Event description:
I am a (B)(6) female with family history of cvd. I had on and off chest pain that relief after rest that had occurred thrice this year. I am not diabetic and no hypertension history. On (B)(6) 2017 I started to have palpitation (first time) and chest pain again and was diagnosed with ostium secundum asd 10-11mm on (B)(6) 2017. On (B)(6) 2017 my asd was close with amplatzer septal occluder 14mm after 2d echo. No tee or coronary angiography was done. Intravenous pre operation antibiotics was given. No post antibiotics given. I was not able to move my left leg but I can sense touch. But following morning after bandage was removed I can move my leg again. But slight bruising was present near the incision site. I had mild chest pain on hospital bed which I thought should be there because of the operation. The device was inserted from my groin area with local anesthesia. I was given heparin 4000 during the procedure. I was discharged after the next day with clopidogrel 75 and aspirin 150 combination, pantop 40 and was told to continue daily activity. But I was unable to resume my normal activity till today as I had chest pain and tachycardia on exertion and felt short of breath and chest tightness up to my neck on activity. My pulse is always high and blood pressure is always low. So I went back to my doctor and told him but he said operation successful and there will be no problem. I have done echo and holter test in private center which shows I had mild mitral and mild tricuspid regurgitation tr pg 15mmhg. Right atrium enlarge and right ventricle dilated. Holter report shows supra ventricular ectopic 3 beats during sleep at 1:30 am, which were 3 late beats. Min hr 54bpm at 5:47am. Maximum hr was 140 bpm which was on my way to hospital by car. During 24 hr holter monitoring mostly I was resting on my bed except going to bathroom and to hospital to remove the monitor. I am now taking ivabradine 2.5 mg bd but I am still having tachycardia on minimal exertion with low blood pressure and chest pain got worse on exertion. Please I need help. I want my normal life back.